Manufacturer narrative:
The device was not returned to orthalign for evaluation by an orthalign engineer. The complaint could not be confirmed as the reported device was not returned for evaluation. Therefore, a definitive root cause could not be determined. Possible root causes for the reported incident include age-related measurement drift, damage during autoclaving, and movement of the cutting block during pinning. Orthalign will continue to monitor similar events and take action if necessary. No further action required at this time.

Event description:
The sensor failed and the doctor stated the sensor he was using was inaccurate by a few degrees.

Manufacturer narrative:
At this time, the device is expected to be returned to orthalign for investigation, but has not been received. If the device is received, an investigation will be performed to attempt to confirm the problem and determine the root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution.

Event description:
The sensor failed and the doctor stated the sensor he was using was inaccurate by a few degrees.